Event description:
Same case as MDR ID#: 21342134265-2013-04350, 2134265-2013-04353. It was reported that during a percutaneous coronary intervention, unable to perform pullback occurred. The 90% stenosed target lesion was located in the severely calcified middle of left anterior descending artery. The physician pushed the pullback button and pullback was unable to do. The physician performed manual pullback to complete the procedure. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).